Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. No device malfunction identified in accordance with 21cfr 803.3, section 2.14. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The most likely cause of this event is improper bone preparation and/or surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device discarded by the facility.

Event description:
It was reported that during a distal interphalangeal joint finger procedure the compression screw broke on insertion. The surgeon backed out the loose broken piece of the compression screw and removed it from the patient. The surgeon made the decision that the partial part of the screw that was inserted was secure enough to complete the case without additional implantation. Loose piece that was retrieved was discarded by the facility. Surgeon had drilled with a 2.0 cannulated drill, followed by the micro compression ft profile drill.